Event description:
It was reported that laparoscopic gynecological procedure the jaws would not release tissue. The device was "worked" to get the tissue free and the device was no longer used. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device operated as intended. The jaws were able to fully open and close, the trigger, switches and levers were easy to operate and the main handle was able to lock the jaws and latch and unlatch as designed. The blade was able to actuate freely. The device was electrically tested and passed all electrical testing. The device history record was reviewed and no discrepancies were noted. As the device passed all functional testing, no conclusion could be made as to what may have caused the reported event.